Event description:
It was reported that during an implant procedure today, blood entered the front of the device header. It was stated that the surgeon was concerned about the integrity of the header/battery seal and didn¿t feel comfortable implanting the device that way. It was noted that impedance at 0-3 was 36 ohms and it was indicated that this was ¿low¿. It was reported that the implantable neurostimulator (ins) was replaced with a new one owned by the hospital and the original device was returned to the manufacturer for analysis. It was reported that there was no patient death or injury and that the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v067936, implanted: (B)(6) 2008, product type: lead; product ID 3389s-40, lot# v067936, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).